Event description:
The customer contact reported, prior to patient use, the device displayed a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated, "broken". There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed a s233 malfunction alarm code, with no audible alarm tone and was warm to touch. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device was warm to touch and the device cooling fan was not turning as expected. This was found to be due to a broken red wire on the fan assembly. As a result, the fan was not turning, causing the psc (power supply controller) ambient temperature to exceed and the device generated s233 error. The probable cause for the broken red wire of the fan assembly was not determined during testing. The symbiq device has an internal fan that turns on either when the battery is charging, or when the internal temperature is too high. The fan will turn on if the temperature sensor on power supply controller is greater than 70 degrees c. The fan is supposed to keep the psc temperature below the s233 threshold value. S233 malfunction occurs when the temperature in symbiq psc subsystem is greater than 75 degrees c. During review of the device history s233 malfunction alarm codes were noted. The device sounded an audible alarm tone as expected during testing. This report represents all the information known by the reporter upon query by hospira personnel.